Event description:
It was reported that the device was in use with patient for infusion of life-sustaining medication (drug name not provided). The reporter stated the device batteries "fell out" due to a loose battery and patient was hearing "beeps" from the device possibly losing battery contact. The reporter stated no doses were missed. The reporter stated the patient switched to their backup pump. No adverse effects to patient reported.